Manufacturer narrative:
Pending investigation.

Event description:
As reported, the 76-year-old female patient had an initial total knee arthroplasty (tka) in 2010. The patient has been experiencing swelling, pain, instability, and what felt like a poking sensation in her left knee. No history of fall, no history of fever. X-ray studies showed a slight inclination in the tibial implant. We have regularly monitored the x-ray reports which showed worsening. On examination, varus deformity, limp, laxity seen in left knee. Painful rom noted. No signs of local inflammation. X-ray showed severe osteolysis, bone loss with implant loosening on the tibial side with peri-prosthetic osteolysis on the femoral side. The patient was revised for suspected osteolysis.